Event description:
The initial reporter complained of high qc issues with the tina-quant hemoglobin a1cdx gen.3 (a1cx3) assay beginning on (B)(6) 2022 on a cobas pro c 503 analytical unit. The customer removed one of the reagent packs and recalibrated. Afterwards, qc was back within range. The customer repeated 10 patient samples and the results for 4 patient samples were discrepant requiring corrected reports. Patient 1 initial result was 5.6%. The repeat result was 4.9%. Patient 2 initial result was 6.4%. The repeat result was 5.7%. Patient 3 initial result was 7.9%. The repeat result was 7.1%. Patient 4 initial result was 8.1%. The repeat result was 7.3%. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. After repeating the patient samples, daily qc results were still showing results higher than expected. The customer has the same reagent lot on their other cobas pro system and there were no qc issues. The a1cx3 reagent lot number was 56320301 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The field service engineer (fse) found something on the tip of the sample probe that would not come off and replaced it. The rinse mechanism and the gear pump were checked. The customer ran calibration and qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc results were within the customer's established ranges. There is no indication of a reagent performance issue. Multiple "abnormal liquid level" and "abnormal aspiration" alarms were observed on the alarm trace data. The investigation determined the service actions (replacing the sample probe) resolved the issue.